Event description:
Related manufacturer report number: 2017865-2022-19828. It was reported that a patient presented for an explant of pacemaker (pm) and right ventricular (rv) lead due to infection and vegetation. The physician elected to use the pm as a temporary pacer and implant a new rv lead. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined

Manufacturer narrative:
Correction: h6 - health effect impact code updated to additional surgery, previously reported as serious injury/ illness/ impairment.